Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: n23446b, implanted: (B)(6) 1999, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The hcp was calling for MRI compatibility guidelines. Per the hcp, the MRI was being done to rule out discitis and bacteremia and the hcp did not know if the issues were related to the patient¿s infusion system or therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that it was unknown if there was an infusion system related device issue, patient/therapy issue, procedural issue, etc. Related to the possible discitis and/or bacteremia. The patient was last seen in the office on (B)(6) 2021 and was hospitalized in (B)(6) 2022. It was unknown when the possibility of the discitis and/or bacteremia was first noticed, but he was symptomatic in (B)(6) 2022. The actions/interventions taken to resolve the issue was noted to be that he was treated by the medical team for osteomyelitis in (B)(6) 2022. With regards to the current status of the devices it was noted ¿unknown-patient has follow-up visit on (B)(6) 2022¿.